Event description:
N/a

Manufacturer narrative:
All available information was investigated and the reported premature activation (deployment) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported premature activation appears to be related to the observed broken coupler. However, a cause for the how the coupler broke cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a premature clip activation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An ntw clip was advanced and into the left atrium (la) without issues. However, while in the la, the clip prematurely deployed. The clip remained attached to the lock line (ll) and was able to be removed from the anatomy without further issues. Two clips were then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.